Event description:
It was reported that the battery remaining in this device has an elective replacement indicator after less than five years of implant. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. Also, the shock impedance is less than 30 ohms. The system remains implanted, however technical services recommended explant. There were no adverse patient effects.